Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 22, 2006 the lay user/reporter, the patient's wife, contacted lifescan (lfs) alleging the one touch fasttake meter would power off during use. On november 28, 2006 the medical affairs specialist (mas) spoke with the reporter to obtain and verify information. The mas also reviewed the recorded telephone call. The patient replaced the battery in the reported meter, and subsequently noted the meter would power off during use for a few days. During this time, the patient was unable to test his blood glucose level, as he did not have a backup meter. On november 4, 2006 at approximately 7:00 pm, the patient experienced the symptoms of shaking, nausea, and inability to walk, and then he passed out. The patient's wife was able to get the patient to drink a little orange juice and he was revived. The patient did not attempt to test his blood glucose level at that time. Prior to the onset of symptoms, the patient had eaten very little food, only a small amount of sugar-free gelatin. The patient had taken his morning dose of oral diabetes medication. The patient's son took him to emergency room. The reporter stated she was not told the patient's blood glucose level as tested by the emergency room staff, his treatment, or his specific diagnosis. The patient was treated for his severe breathing, difficulties, and hypoglycemia. The patient was discharged from the emergency room at 5:00 am the next morning. The patient's physician gave him a new meter. The patient has been previously hospitalized due to the breathing problems, and treated with steroids and insulin. The patient takes the oral diabetes medication glipizide twice per day, dose unknown. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter had suffered no trauma, and had not been downloaded using a software program. The cca also was unable to reproduce the power issue during the call. The meter, test strips and control solution were replaced. The patient was unable to test his blood glucose levels, due to the power issue on the reported meter. The patient experienced symptoms suggesting hypoglycemia, and received emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.